Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. (B)(4) - tilt was constantly binding and wouldn't allow the system to be homed. Replaced gantry motion controller and the tilt function became instantly better. The tilt only bound up once in ~20 tilts. The tilt drive assembly will be replaced tomorrow. (B)(4) (B)(4) - replaced the tilt drive assembly and tested. Rebooted 5 times, re-homed 6 times, and ran the tilt through full range of motion (about 15 times) without a single bind or error. Performed a full system checkout. System is fully functional. The motion controller and tilt drive have been received by the manufacturer, but analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was booted up, it prompted the user to calibrate motion. The re-homing calibration was attempted but when the gantry was fully extended, a clicking sound was heard and the calibration could not be completed. The system was rebooted several times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect gantry motion controller was unable to replicate the reported information. No problem was found with motion control box. It functioned as expected. Firmware corruption check passed. Home switches and limit switches responded properly for axis b, c, d. B axis (door) motor movement ¿ clockwise and counterclockwise ¿ passed. C axis (tilt) motor movement ¿ clockwise and counterclockwise ¿ passed. Max motor current test: door axis: 7.58a; expected value: 7.5a, tilt axis: 5.04a; expected value: 5a.

Manufacturer narrative:
The hardware investigation of the returned tilt drive found that the reported event was related to an electrical issue. The component did not pass bench test. The tester ran motor on motor test cart. The motor intermittently engaged and disengaged. It also did not pass visual inspection. Damage was found on the t j9 cable jacket. Cable jacket has small tear exposing the inner insulated wires. No conductive surface was exposed. The reported event was confirmed.